Event description:
It was reported that the balloon burst. This 7.0 mm x 100 mm, 135 cm ranger balloon was selected for use in a peripheral arterial occlusive disease procedure. The 85% stenosed, mildly calcified lesion was located in the superficial femoral artery to the common femoral artery. During the procedure, the balloon burst prior to being inflated to nominal burst pressure. The procedure was completed with another of the same device and there were no patient complications.